Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope's image was fuzzy and then turned black during sedation for a bronchoscopy. There was a procedural delay for less than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burnt distal end cover. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: upward angulation. ¿olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.